Manufacturer narrative:
Concomitant: 4193 lead, implanted (B)(6) 2005; 5076 lead, implanted (B)(6) 2005. Product event summary: the distal portion of the lead was returned, analyzed, and the distal electrode of the lead was missing the mcrd (monolithic controlled release device) that contains the steroid. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high impedance and oversensing. The left ventricular (lv) lead was exhibiting high impedance. The leads were also reported to have broken. Both leads were reprogrammed and subsequently explanted and replaced. No patient complications have been reported as a result of this event.